Event description:
It was reported that a patient claimed hair loss in a band consistent with the scan location after a perfusion exam performed in 2009. The site immediately reviewed their perfusion protocols, and found that the levels were higher than the ge reference protocols by approximately 3 times. The recommended ge values for this type of scan results in a patient dose that is significantly lower than industry, and FDA recognized threshold levels for deterministic effects.

Manufacturer narrative:
Further investigation is underway by the site to determine the level of dose received by the patient. The site stated that there was no malfunction of the equipment, and the protocol used was a user-defined protocol. With ge healthcare's assistance, the site reviewed and corrected their protocols to be consistent with ge reference values following this event.